Manufacturer narrative:
Visual evaluation of the returned device found that the catheter was damage and the wire exposed. Further examination noted the wire was kinked near the handle and the catheter was kinked in the middle of the device. Functional testing could not be performed due to device condition. The device investigation found that the catheter was not detached; this is contradictory to what was originally reported. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare broke through the plastic tube/cord. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captivator medium hexagonal snare was used during a colonoscopy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the snare broke through the plastic tube/cord. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding this event have been unsuccessful to date.  Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) working length detached/ separated. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.